Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 586 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, sweating, cold, stomach pain, shortness of breathe and vomiting. Once at the hospital the patient was transferred to a room in the intensive care unit. The patient was treated with manual shots of insulin. The patient was discharged from the hospital intensive care unit after 16.5 hours. The patient reports after being discharged being unsure the cannula of the pod was properly inserted at the pod infusion site (abdomen), and was leaking. As treatment, the patient applied a new pod.